Manufacturer narrative:
Follow-up #1 date of submission 08/31/2015-product analysis: the device was returned and evaluated by product analysis on 08/05/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed rebooting events. A battery compartment crack was observed; the battery compartment threads were undamaged. The battery cap contact width was out of specification. The battery cap threads and coin slot were damaged; the cap secured properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was observed to the pump¿s internal components. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an intermittent power (damage-battery compartment/cap threads) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.